Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
The customer has been presented with the cost estimate to repair the iabp unit. Repairs are pending approval. A supplemental report will be submitted should additional information be provided. (B)(6).

Event description:
It was reported that during a routine check. The cs100 intra-aortic balloon pump (iabp) displayed an autofill failure error. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine check. The cs100 intra-aortic balloon pump (iabp) displayed an autofill failure error. There was no patient involvement, and no adverse event reported.